Event description:
A customer contacted beckman coulter and stated that the coulter gen.s instrument diluted pt samples with diluent during asipiration and low results for hemoglobin (hgb) and platelet (plt) were obtained. The customer indicated that six pts were affected. However, complete results were provided for two (2) pts only. The initial hgb results for pt a and b were: 7.2g/dl and 5.8g/dl respectively. The hgb result for pt a was printed with an "l" flag. (1=result is lower than your reference interval low limit. Follow your lab's polices for reviewing the sample). The hgb result for pt b was printed with an "al" flag, (al=result is lower than your action low limits. Follow your lab's polices for reviewing the sample). The initial plt results for pt a and b were: 111 x 10 to the third power cells/ul and 239 x 10 to the third power cells/ul respectively. The plt result for pt a was printed with the "al" flag. The pts were redrew and retested for hgb and plt. The hgb results were 15.4g/dl and 10.4g/dl for pt a and b respectively. (Pt b result was printed with "l" flag.) The plt results were 214 x 10 to the third power cells/ul and 456 x 10 to the third power cells/ul for pt a and b respectively. (Pt b result was printed with an "h" flag) (h=result is higher than your reference interval high limit. Follow your lab's polices for reviewing the sample). Based on available info, there was no change to pt treatment as a result of this event.

Manufacturer narrative:
Investigation summary: qc was performed before the event and data provided by the customer did not show diluting problem. The instrument is currently performing within qc specifications. A field service engineer (fse) was dispatched to the customer's lab. The fse inspected the instrument and noted that needle vent chamber is overflowing and not draining. The fse checked valve in the drain line and discovered that the line was clogged up with a clotted blood. The fse serviced the check valve. The fse conducted startup; all results were good. The fse verified repair per established procedures. The clogged check valve and the needle not properly venting because of that have contributed to this event.